Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip in a wrench, in a bag was received for the report. Sample was visually inspected and found to be conforming. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional thread check was performed for the go and no-go gages were found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation could not confirm the phaco tip handpiece (hp) interface issue, fluctuation in the chamber, the phaco tip was visually and functionally conforming; therefore the root cause cannot be determined from this evaluation as the threads were conforming. No action was taken as the phaco tip was manufactured to specifications. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that balanced phaco tip when attached did not align to the straight ridge on hand piece and fluctuation in the chamber during cataract surgery (with intraocular lens implant (iol)). The surgery was completed on same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).